Manufacturer narrative:
Per tandem's user guide: always remove all air bubbles before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing resulting in an occlusion alarm. Customer's blood glucose level ranged between 324-379 mg/dl. A correction bolus was delivered and a manual injection was administered to address bg. Reportedly, a cartridge change was performed to address the issue. Reportedly, the customer had not been performing the proper fill process as the customer was using insulin pens to fill the cartridges instead of the syringes. Tandem technical support reviewed the fill process with the customer.